Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A search of the complaints database by product code found previous investigations for im rod breakage. (B)(4) was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing (B)(4). A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. The investigation could not draw any conclusions about the current reported event without the device to examine and insufficient product information. Based on the inability to determine a root cause, a need for further corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report ((B)(4)), submitted by a healthcare professional, states that a piece of an intramedullary rod was confirmed by xray to have been left in a patient's tibial canal.